Event description:
The customer reported the probe leaked inside the coulter ac·t diff 2 analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) was told by the customer that the leak came from the probe wipe. The probe wipe was replaced by the customer and the instrument ran without leaks. The instrument was returned to normal operation. (B)(4).